Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the lifestent solo endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the lifestent solo endovascular stent graft products are identified. Manufacturing review: based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. Investigation summary: based on the investigation of the returned catheter sample a failure to advance over the guidewire was confirmed. The deployment mechanism of the returned sample was not in use and a guidewire was found fully inserted and stuck. An indication for a process related issue could not be found. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently addressed the potential risk. The IFU states: 'flush the inner lumen of the stent system with heparinized normal saline prior to use.', 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.', and 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' In regards to damage, the IFU states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' ( expiration date: 04/2020) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent placement procedure in the mid superficial femoral artery through common femoral artery. The delivery system became allegedly stuck within the wire. It was further reported that the delivery system and guidewire were removed as one unit; therefore, another stent was used to complete the procedure. There was no reported patient injury.